Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported failure. The clamping overmolded nut was broken; therefore, the jaws were unable to open or close. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken clamping nut found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tips of the vessel sealer instrument would not close. The planned procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed further investigation regarding the reported failure mode. Failure analysis investigation confirmed via internal testing that one jaw of the instrument can still be opened using the manual thumbwheel provided at the back of the housing, even when one of the pins on the overmold nut is broken. Alternatively, external manipulation (e.g. Using another instrument) can also be used to open one jaw manually. Based on the additional failure analysis investigation, this is deemed as a non-reportable event and the initial MDR report is being retracted. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur.